Event description:
Revision surgery - due to a periprosthetic fracture, the surgeon removed the stem, head and sleeve.

Manufacturer narrative:
The reason for this revision surgery was identified as a periprosthetic fracture after 1.2 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the fracture. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 19th complaint for this part number: one was damaged in shipping, two revisions, four due to dislocation, one wear/excessive wear, four due to pain, two due to infection, one due to trauma, two device loosening, one for stability/poor joint, and one due to dissociation. This is the first complaint for this lot number. The root cause for the periprosthetic fracture could not be determined with confidence. The information reviewed showed that the product met all design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.